Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not provided as patient contact was unknown. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to (B)(6) 2026 [alert date]. Section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded multifocal intraocular lens (iol) had a broken haptic. The patient contact is not yet known. No further information was provided.